Manufacturer narrative:
Findings: unit received with operating currents with in specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was tested with a water fill test reservoir, unit left at unit display properly matched units left at test reservoir. Unit received with cracked case at reservoir tube lip. Unit received with minor scratched mcd window.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer was experiencing low blood glucose since she got the pump on (B)(6) 2015. Customer stated she will have low's in the morning and then she will wake up high. Customer stated that her blood glucose was fine yesterday and then later she got as low as 36 mg/dl and she's not sure why. Customer was advised to speak with their health care provider regarding the low blood glucose. The customer was advised to monitor pump. Customer wants a pump replacement and was advised that we will replace the pump.